Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed/code 107 - multiple abnormal shutdowns) was confirmed. As received the monitor was intermittently resetting and displayed a service code 112 - corrupt questionaires database, code 108 - non critical database error, and code 205 - av data corrupt. The cause of the failures was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient using the monitor was experiencing multiple abnormal shutdowns and receiving service codes.